Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Lead calcification was suspected. Non-invasive programmed stimulation (nips) was performed, and a 1.1j and 41 j shock was delivered. The high energy shock caused code 1005, indicating an open circuit detection this rv lead was surgically abandoned, a new rv lead was placed, and the associated implantable cardioverter defibrillator (ICD) was replaced. No additional adverse patient effects were reported.